Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined the cause to be the system pcb. The system pcb for v1/v2 devices is an obsolete part, making the device unrepairable. The customer requested the device to be sent back without repair. As the device was sent back unrepaired, no further root cause was determined.

Event description:
The customer contacted physio-control to report that their device turns on and off immediately. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer was provided technical support. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device turns on and off immediately. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.